Manufacturer narrative:
Unit passed displacement and self tests; it failed active current measurement and sleep current measurement tests. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, both current measurements fell within specifications. The high current measurements appears to be isolated to pcba2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery and replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.